Manufacturer narrative:
At the time of this report, mentor has received no information regarding explantation or an expected explantation date. It is unknown at this time if the device will be made available for return. As a result, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation review could be performed. Reason for device explant and/ or reoperation: the patient has not undergone explantation or reoperation at this time. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) year-old hispanic female patient underwent a breast augmentation revision with an unspecified mentor saline breast implant and experienced breast pain and deflation on the left side postoperatively. At the time of this report, mentor has received no information regarding explantation or an expected explantation date.

Manufacturer narrative:
On jun 18 2021, additional information was received indicating the patient underwent device removal on (B)(6) 2021. The implantation date was identified as (B)(6) 2014. The device was identified as a mentor smooth round moderate plus profile 350cc breast implant, catalog number 3502350, serial number (B)(6). A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. On jun 30 2021, additional information was received indicating the device was discarded post-explantation. Reason for device explant and/or reoperation: deflation, pain. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
On (B)(6) 2021, additional information was received indicating the deflation occurred on the right side. The left breast prosthesis was intact upon explanation. This report is for the left breast prosthesis. Manufacturer¿s reference number: (B)(4).